Event description:
The device was used during an oopherectomy procedure. Reportedly, the instrument could not be removed from the tissue. The surgeon manipulated the device fire without pt injury.

Manufacturer narrative:
8/19/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.